Manufacturer narrative:
The cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed and fluid was observed leaking out at the plunger end of the cartridge.

Event description:
The pt reported the insulin cartridge was leaking into the cartridge compartment. The pt reported no symptoms of high or low blood glucose levels and did not seek any medical attention. There was no adverse event due to this issue.